Manufacturer narrative:
Device return: one (1) used and one (1) pkgd. 12512-01, microclave clear connector, lot # 43-518-jw; one 50ml syringe; although requested there were no other mating/ access devices returned. Visual inspection (pre & post decontamination) recorded the "as-received" used 12512-01 microclave connector silicone plug was recessed, additional component damages on the top surface/ seal areas. Engineering investigation is in progress.

Event description:
Complaint received reported a patient death where a ICU medical 12512-01 microclave device was in use and reportedly did not function properly. The initial info received reports "patient arrested (pulseless electrical activity) in cardiac cath lab at approx 0900 on (B)(6) 2014 after insertion of impella ventricular assist device. During full on resuscitation efforts, infusing line and IV push lines were administering emergency drugs. Clave was attached to a carrier system IV line with normal saline infusing. This line was used for IV push meds". Patient did not respond to emergent measures and was pronounced. Post mortem, during breakdown of set-up facility staff "reported the neutral pressure valve was discovered in the fixed open position causing leakage". F/u info: facility clinical mgmt have stated that the microclave connectors failure to close did not cause or contribute to the patient outcome. Emergent drugs/therapies were successfully administered. Patient outcome was attributable to existing/declining medical conditions.